Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was intended to be implanted in the endovascular treatment of an unknown sized aneurysm. It was reported that during the index procedure when delivering the delivery system of the bifurcate,the covered stent was fully deployed but the top cap suprarenal stents didn't open at all. Troubleshooting methods were attempted by dismantling the back wheel on the handle but proved unsuccessful. There was no issue removing the delivery system after the deployment failure. It was confirmed the endurant limb was not implanted. It was said the patient then received treatment by open surgery. As per the physician the cause of the event was anatomy and an elongated vessel. No additional clinical sequalae were provided and the patient is fine.